Event description:
Caller reported a cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in attempting to load a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. As a resolution, technical support arranged for a replacement pump to be sent to the customer, who acknowledged understanding of the instructions for storage mode and return procedures for the faulty pump. Additionally, the caller will receive a pump with updated software and was advised on the proper steps for using it effectively.